Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported that on (B)(6) 2013 the infusion device displayed an e7 (electronic error) message. Patient reported changing the battery with no success. Patient reported taking correction via syringe. Preliminary results on (B)(6) 2013 showed an e7 message and a defective vibrator. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.